Event description:
It was reported that the user experienced repeated occlusion alerts on the insulin infusion setup while eating, including one that persisted until a complete supply change was performed; during removal a large air bubble was observed in the cartridge, and education on proper cartridge filling and bubble removal was provided by customer care. Symptoms included hyperglycemia related to interrupted insulin delivery. Outcomes included resolution of the occlusion after full supply replacement, without hospitalization. Investigation of this case revealed an occlusion condition associated with the infusion pathway that resolved after supply replacement, with a contributory large air bubble identified in the cartridge, consistent with an insulin delivery interruption due to flow obstruction in the infusion components. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to cartridge preparation and infusion setup leading to an occlusion and interrupted insulin delivery.